Event description:
It was reported that high lead impedance was observed on system diagnostics during vns generator replacement surgery on (B)(6) 2013. However, the lead was not replaced during this surgery. Reviewed the device history records for the 302-20, sn (B)(4), no unresolved non conformances were found. Attempts will be made for additional information. No other information has been provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.